Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The reported difficult to remove could not be replicated as it was based on operational circumstances of the procedure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the emboshield nav 6 was used in the calcified, superficial femoral artery. It should be noted that the instructions for use (IFU), states: the emboshield nav6 embolic protection system is indicated for use while performing angioplasty and stenting procedures in carotid arteries. It is unknown if the deviation to the IFU contributed to the reported difficulties.

Event description:
It was reported that the emboshield nav 6 was used in the calcified, superficial femoral artery. The retrieval catheter (rc) was inserted to retrieve the filter. When pulling back on the rc, some resistance was met. The rc was retracted into the sheath, but the shaft separated. The filter was free of the rc, but remained in the sheath. The sheath was removed from the anatomy with the filter remaining inside the sheath. Another sheath was inserted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.